Event description:
It was reported that a right ventricular (rv) lead used in an off label manner was exhibiting high impedance. Follow up is currently in process for additional information. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Event description:
The lead was removed after the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).